Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Upon visual inspection debris inside the sterile packaging is consistent with the appearance of foam debris from the foam packaging. DHR was reviewed and no discrepancies were found. The condition when the product left zimmer biomet was conforming to specification. The root cause of the reported event can be attributed to transit damage and packaging design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during investigation at the distributorship, it was identified that there was debris in sterile package. No patient involvement. No additional information.